Event description:
The procedure was performed on the right external iliac of a patient with greater than 80% stenosis. The protege everflex was deployed in the usual fashion, without predilatation. The stent catheter was withdrawn and the distal tip with the spline was missing. The physician slowly withdrew the guide wire and removed the tip from the sheath. No clinical sequelae to the patient reported.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.